Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula events on (B)(6) 2025. The issue occurred with two similar types of infusion sets and site was patient's abdomen. The symptoms occurred within three hours of insertion. The patient replaced the infusion set and insulin was resumed successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.